Event description:
It was reported that there was an radio frequency (rf) overuse condition with communicator and pacemaker causing medium rf interference. The communicator was reposition and the issue resolved. Subsequently, additional information was received which indicated that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis indicated that the power consumption appears to be affected by frequent latitude communication and telemetry errors over the last few months. This pacemaker remains in service. No adverse patient effects were reported.